Event description:
When the nurse was administering the blood at the very beginning of the procedure, she noticed that blood was leaking from the tubing. Upon investigation, she found a small pinpoint hole in the membrane that loads into the pump.